Event description:
Customer reported that they have noticed their blood glucose readings going up and have been receiving multiple no delivery alarms for the past couple days. Customer stated that they receive the no delivery alarm when the reservoir has 60 units of insulin left. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir connection. Customer's most recent blood glucose reading was 306 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.